Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 319 mg/dl (mobile with strip lot 278212) and 76 mg/dl (aviva combo with unspecified strip lot). A 216 mg/dl (mobile with strip lot 278212) and 69 mg/dl (aviva combo with unspecified strip lot). A 236 mg/dl (mobile with strip lot 278212) and 33 mg/dl (aviva combo with unspecified strip lot). A 224 mg/dl (mobile with strip lot 278212) and 39 mg/dl (aviva combo with unspecified strip lot). Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the unspecified strip lot. Reference medwatch with (B)(6) for the strip lot 278212. Device not returned to manufacturer.